Manufacturer narrative:
(B)(4). The device was returned for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. The returned device was attached to an encore inflation unit and positive pressure was applied when a longitudinal tear was identified in the balloon material starting approximately at the distal edge of proximal markerband and extending 32mm distally. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the marker bands or tip which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 05-oct-2017. It was reported that balloon leak occurred. The target lesion was located in a vessel in the hand. An 8.0 x 80 75cm mustang¿ balloon catheter was advanced for dilatation. However, during inflation, it was noted that the balloon was leaking. The pressure did not pass the nominal pressure and no pinhole was visible on the balloon. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a longitudinal balloon tear.